Event description:
Clinical study patient ID: (B)(6), crd_1003. R689059601. It was reported that a 25mm navitor valve was implanted on (B)(6) 2022. The sizing of the annular dimensions were as follows: min 20, max 21.7, mean 20.9, perimeter 66.1, area 345.9, perimeter derived 21. The implant depth was 3mm to 4 mm at both the non-coronary cusp (ncc) and the left-coronary cusp (lcc). The patient had moderate calcium to allow anchoring of the device and no acute aortic angle. A spontaneous migration (aortic) of the valve occurred post final deployment. There was no tension on the delivery system at the time of final deployment. No snaring of the device was performed. A valve in valve procedure was done with a new 25mm navitor valve. Echocardiogram was performed that measured a high gradient of 18mm. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.